Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for a clinical reasons, the recipient was experiencing unpleasant pressure feeling at the implant site. Reportedly the hearing performance was good. The external magnet strength has been reduced and the recipient wore a headband at night, however the pressure pain persisted. Further, it was reported that the coil can be shifted back and forth and during explantation it was reported that air was trapped under the implant, which might has contributed to the experienced uncomfortable sensation. The device was checked and found to still be functioning before explantation, damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user reported having a pressure sensation after waking up and having her hand on the implant site. Prior to that everything was working well and she was very happy with the bonebridge. The pressure sensation has been getting worse since july when she wore the samba audio processor and she stopped wearing it. The user has since then been fitted with a samba 2 which she found to be lighter and she was wearing it more often. It was reported that it feels like there is air under the skin where the coil is located. As per latest information received the device has been explanted. During explantation it was confirmed that air was trapped under the implant.

Manufacturer narrative:
According to the received information from the field, the recipient was experiencing unpleasant pressure feeling at the implant site. Reportedly the hearing performance was good. The external magnet strength has been reduced and the recipient wore a headband at night, however the pressure pain persisted. Further the area of the coil the skin feels like it has air under it, and it was reported that the coil can be shifted back and forth, which might has contributed to the experienced uncomfortable sensation. The recipient was fitted with a samba 2 audio processor now, which she reportedly tolerates better. The recipient will be monitored. This is a final report.

Event description:
The user reported having a pressure sensation after waking up and having her hand on the implant site. Prior to that everything was working well and she was very happy with the bonebridge. The pressure sensation has been getting worse since july when she wears the samba audio processor and she stopped wearing it. As per latest information the user has since then been fitted with a samba 2 which she finds to be lighter and she is wearing it more often.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having a pressure sensation after waking up and having her hand on the implant site. Prior to that everything was working well and she was very happy with the bonebridge.